Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working. The patient had sudden bladder symptoms come back. Trouble shooting attempts were made and the patient had the device turned off. The patient mentioned that she had not touched the remote and it was still in the box. The patient confirmed feeling stimulation and trouble shooting resolved the issue. There were no further symptoms reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the stimulation being turned off was not determined. They stated that the device never gets touched so it must have turned off on its own. As an action to resolve the issue, the patient contacted the manufacturer¿s patient services where it was determined it was turned off. The device was then turned back on and they ¿reset it¿. The patient stated that the device not helping and having incontinence was briefly resolved as they changed to program 2 which helped them somewhat. Also, the cause of the them being sore over the implant site, 2-3 lumps around the battery, and the spot not being flat anymore was not determined. No actions or interventions were taken to resolve these issues as the patient mentioned ¿it seems to have resolved¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device did not seem to help and that she is wearing pads. Patient services assisted the patient with the patient programmer (pp). The patient was on program 1 and had increased previously, however it was not helping her. The patient changed to program 2 and stated that they would try this program and call their healthcare provider (hcp) to let them know that she had changed programs, to be sure that is ok with them. The patient had stimulation off during call, however the patient was not aware. On the call, the patient could not increase stimulation as device the was off. The patient stated that she would wait for her husband to get home and would call back for assistance. Patient services advised the patient to turn back on stimulation and then increase. The patient reported that it had always been sore over the implant site since implant. The patient stated that she has 2-3 lumps around her battery and the spot is not flat anymore. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was clarified that the patient saw her lightning bolt however, they could not increase.